Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with a decentered flap superiorly in both eyes post laser treatment. The patient was seen in follow up and noted as doing fine with no adverse effects. The surgeon has treated successfully with centered flap. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit the field service engineer (fse) was unable to reproduce decentration. The fse recalibrated scaling factors and grabber. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. The possible root cause for the decentered flap is the decision for location of flap from the user or user docking technique. (B)(4).